Manufacturer narrative:
(B)(4)

Event description:
--

Event description:
Boston scientific received information that this device exhibited noise. The patient received six shocks due to the noise. A high pacing impedance measurement of greater than 2000 ohms was noted. There was intermittent capture occurring at 1.6 volts and 5 volts. Oversensing and pacing inhibition occurred with no asystole. A surgical procedure was performed to explant this device and the right ventricular (rv) lead. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.